Event description:
A healthcare facility in austria reported via a fisher & paykel healthcare field representative that a mr290 autofeed humidification chamber leaked during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a horizontal crack in the chamber dome near the base which stretches between the chamber port and the hinge bracket. The end of the crack underneath the chamber port was observed to have stress marks. The print underneath the chamber port on the opposite side of the crack has been scratched off. No signs of smeared prints or residue were observed. The base thickness of the chamber was measured and was found to be within specification, which eliminates manufacturing as a potential cause. A lot check revealed no other complaints for lot number 140419. Conclusion: we were unable to determine what has caused the cracking. The most common causes of cracking in mr290 chambers are environmental stress cracking caused by the use of harsh cleaning chemicals, or stresses induced by use of high frequency ventilators. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has confirmed that the chamber was in use before the leak was observed which indicates that the chamber became damaged during use. (B)(4).